Event description:
It was reported that during a gastric bypass procedure, there were problems with three stapler cartridges. All cartridges only formed the most proximal staples. After 2 cm the staplers remained open. The surgeon had to hand suture, did not convert to open. The blue cartridge had been fired correctly with the same stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with a cartridge reload loaded on the device, plus three sterile cartridges reloads. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It was noted that the cut line was slightly jagged, but it suspected that it was due to the excessive dried body fluid found on the knife. There was no knife damaged noted. The event described could not be confirmed as the device performed without any difficulties noted. Batch history review has been completed with no anomalies reported.